Event description:
It was reported that the patient received an inappropriate shock for svt. A cardiac catheterization was planned, as the patient also was admitted for nonstemi. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.